Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set experienced a loose connection, and leakage. The following information was provided by the initial reporter: rn primed the secondary infusion set with a chemo medication (dacabazine), then she noted the line is wet, and saw fluid dripping out of the line- just below the drip chamber of secondary line. Immediately, she tried to hold it off, but the line completely snapped off from the chamber and a large chemo spilled.

Event description:
It was reported that the bd alaris¿ secondary set experienced a loose connection, and leakage. The following information was provided by the initial reporter: rn primed the secondary infusion set with a chemo medication (dacabazine), then she noted the line is wet, and saw fluid dripping out of the line- just below the drip chamber of secondary line. Immediately, she tried to hold it off, but the line completely snapped off from the chamber and a large chemo spilled.

Manufacturer narrative:
H6: investigation summary one photo was provided by the customer for quality investigation. The customer complaint of separation was verified by review of the submitted photo of the infusion set. A device history record review for model 11448964 lot number 22053137 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. The probable root cause of the failure seen in the photo provided is the lack of solvent between the drip chamber and the tubing. An investigation of the assembly process was conducted and updates to the process have been made in order to correct this issue. This incident has been added to our database of reported incidents.